Event description:
It was reported that during a therapeutic steinstrasse procedure, a ureteroscope was stuck in a sheath while in the patient¿s ureter, and the physician could not remove it. The patient was moved to interventional radiology and underwent a percutaneous nephrolithotomy. The patient was stable.